Manufacturer narrative:
H10: of the 8 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 8 reported malfunctions, 7 devices were returned for evaluation. Break was identified for 4 devices, one of which also contained photos. One malfunction identified 1260 fracture. One malfunction was also provided photos which identified 1260 fracture; another device was also provided photos and images which identified 1260 fracture. One device has not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model 9808560, implantable port, allegedly experienced break. These reports were received from various sources. All eight events had no reported patient injury. Of the eight reported patient, two patients age ranged from 52 - 73 years old, two patients weight raged from 63-74 kgs and four patients were female and one was male; however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
H10: of the 8 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 8 reported malfunctions, 7 devices s were returned for evaluation along with photos for 4 malfunctions and medical images for 3 malfunctions. 1069 - break was confirmed for two devices. One device confirmed 1069 - break, 1260 - fracture, 2526 -dent in material, 1601 - stretched and 1562 - material separation. One malfunction confirmed 1069 - break, along with 2988 - naturally worn, 1562 - material separation, and 2889 - deformation due to compressive stress. Three malfunctions were confirmed for 1260 - fracture. One device has not been returned for evaluation; therefore, one investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. One malfunction was reassessed and the trending device codes were updated from 1069 to 1260, 1562, 2526, and 1601. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4; corporate lot no (unknown); g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model 9808560, implantable port, allegedly experienced break. These reports were received from various sources. All eight events had no reported patient injury. Of the eight reported patient, two patients age ranged from 52 - 73 years old, two patients weight raged from 63-74 kgs and four patients were female and one was male; however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
Of the 8 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 8 reported malfunctions, 7 devices were returned for evaluation, 4 photo were provided and 1 x-ray image was provided. Catheter tip break was identified for 4 devices. Three additional devices, 3 photos and 1 x-ray image are currently under investigation. The company is still investigating the issue at this time. The device is labeled for single use. Corporate lot no (unknown).

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model 9808560. Port & catheter allegedly experienced break. These reports were received from various sources. All eight events had no reported patient injury. Of the eight reported patient, two patients age ranged from 52 - 73 years old, two patients weight raged from 63-74 kgs and four patients were female and one was male; however, all other patient age, weight, gender was not provided.